Manufacturer narrative:
(B)(4). The customer returned two endurance devices for evaluation. One appeared to be a representative sample (however it was returned with the catheter no longer attached to the device) and the other device returned was the device used in this complaint. Visual inspection of the representative sample revealed no defects or anomalies. Visual inspection of the used device showed the guide wire was kinked, the needle was broken and separated in two and the catheter appeared to be separated near the tip. The sales rep confirmed that the complaint was for the catheter separation. Visual examination revealed the catheter tip was torn and separated. The distal separated portion of the catheter was not returned. The point of separation appeared jagged and angled, indicating contact with a sharp object likely caused the tear. The returned portion of the catheter body measured 56 mm, which indicates that at least 9 mm of the catheter body separated and was not returned per product drawing. The outer diameter of the catheter measured 0.043" which is within specification of 0.038" - 0.048" per product drawing. The inner diameter of the catheter measured 0.033" which is within specification of .027" - .037" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "return catheter to its original position making sure juncture hub and catheter release tab fit tightly together and the distal tip of catheter is retracted past needle bevel". It also warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur" and "do not force catheter if resistance is encountered during advancement". The report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared angled and jagged. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). No dimensional issues were found on the used sample or the representative sample, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: while inserter deployed the guidewire, he felt a "snag" but continued with line. The user continued to deploy the catheter and felt a "slight snag" but persisted. The catheter was not completely inserted so the user decided to remove the line. Upon removal, it was noted that a part of the catheter stayed inside of the patient. The local clinician was called. The device was removed at the bedside. The patient condition is reported as fine. .

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: while inserter deployed the guidewire, he felt a "snag" but continued with line. The user continued to deploy the catheter and felt a "slight snag" but persisted. The catheter was not completely inserted so the user decided to remove the line. Upon removal, it was noted that a part of the catheter stayed inside of the patient. The local clinician was called. The device was removed at the bedside. The patient condition is reported as fine. .